Event description:
The nurse was preparing to discharge a patient. When the nurse began to remove the patient's smartsite pump tubing from extension set hooked to the patient's IV, she noticed that the spike tip on a luer locking connector was chipped off. The tip remained inside the port side of the caresite extension set. This is the second occurrence of this type at our facility. The occurrences happened on two different nursing units.